Manufacturer narrative:
Journal article: an autopsy case report of extensive intramyocardial hemorrhage complicated with acute myocardial infarction authors: satoshi oka, jun nakamura, takahiko kai, katsuomi hoshino, kazunori watanabe, makoto abe, kazuyo yasuda, akinori watanabe journal: journal of cardiology cases year: 2020 reference: https://doi.org/10.1016/j.jccase.2020.05.021. Date of event: date of publication procedural images in the article provided the basis of the analysis. The first image provided shows the echocardiography and histological findings of the myocardium. The second image shows the coronary artery findings during coronary angiography; in-stent total occlusion of the driver bare metal stent implanted in the mid lad and thrombolysis in myocardial infarction flow grade 3. If information is provided in the future, a supplemental report will be issued.

Event description:
An article titled 'an autopsy case report of extensive intramyocardial haemorrhage complicated with acute myocardial infarction' was submitted. Patient presented with chest pain of over 5 hours due to acute myocardial infarction (ami). Patient was diagnosed with acute coronary syndrome and medication given. An emergency coronary angiography revealed an in-stent total occlusion of the driver bare metal coronary stent in the mid lad, implanted 10 years previously. Pci was performed with a non-medtronic drug-coated balloon after plain old balloon angioplasty. A non-medtronic ultrasound catheter was used to inspect for coronary artery dissection and stent malposition but neither were revealed. Thrombolysis in myocardial infarction (timi) flow grade 3 was shown on angiography, no dissection or significant stenosis were noted. The patient was hospitalized in the intensive care unit. The following morning, the patient went into cardiogenic shock. Echocardiography showed the lv wall was hypertrophic compared to the previous day. Lv function was diffusely reduced, with an ef of 20%. An auxiliary circulating device was used but the patient died. The cause of death was suspected as being due to the acute mi from the occlusion event which, after reperfusion brought on the hemorrhagic myocardial infarction (hmi) and resulted in cardiogenic shock, then death. Although the autopsy revealed a coronary artery dissection which occurred due to balloon dilation of the non-medtronic drug coated balloon, histologically found in a part of the stent segment. It is believed that this dissection did not cause the intramyocardial haemorrhage.